Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review could not be performed as no lot number was provided by the customer. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "a team complained that they have no resistance feeling with the syringes. There was a puncture dura mater breach because of this failure. A blood patch had to be applied 3 days after the incident. It happened during insertion of the needle. Another device from another supplier was used to solve the issue." The patient's current condition is reported as "fine".

Event description:
It was reported "a team complained that they have no resistance feeling with the syringes. There was a puncture dura mater breach because of this failure. A blood patch had to be applied 3 days after the incident. It happened during insertion of the needle. Another device from another supplier was used to solve the issue." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).